Manufacturer narrative:
Concomitant medical products: product ID 97754, serial# (B)(4), product type: recharger; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported the device was stopping and then powering back on with a stronger pulse. Then, it leveled out within a couple of seconds. The patient indicated he never turned off the device unless the charge died.

Event description:
It was reported that stimulation from the patient¿s implantable neurostimulator (ins) was intermittent. Specifically, the patient noted that for the last month and a half they felt the stimulation ¿hiccup¿ or turn off for about a ¼ of a second and that this would happen about once a week. The patient stated that it was ¿not uncomfortable¿ when the issue occurred, that it had been consistent, and was not increasing in frequency. It was noted that the ins therapy was working well and impedances were normal